Event description:
Philips received a complaint about the v60 ventilator indicating that the device will not boot or start up. It is unknown if the device was in use at the time of the reported problem. There was no patient or user harm reported. The customer was advised that the central processing unit (cpu) printed circuit board assembly (pcba) may need replacement. The investigation is ongoing.

Manufacturer narrative:
In a good faith effort (gfe) response received from the philips key market representative, it was confirmed that the device issue was first observed while the device was outside of use. There was no patient involvement.

Manufacturer narrative:
Philips is unable to confirm the final disposition of the device because the customer allowed the quote to expire, refusing service. No further work was performed by philips to resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.